Event description:
It was reported a pt underwent a kyphoplasty procedure at levels t12 and l1. The pt suffered a cardiac arrest immediately following the procedure. It was noted that the procedure had been performed without complication. This pt was waiting for a heart and lung transplant. No additional information was reported.

Manufacturer narrative:
Method; device not returned, follow up with representative.